Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6.2 was failed. A field service engineer inspected the drawer and identified connection issues with the drawer 6-1 and 6-2 retractor bands. All connections were removed and reinserted; however, the issue persisted, with drawer 6-2 still not appearing on the bus. It was also observed that the drawer controller was an older-style component, and the fitment of the retractors into the module controller was not satisfactory. As a result, both drawer controllers were replaced and the drawer was reconfigured. During a general inspection of the unit, the position sensor connector for drawer 4-1 was found to be pulling out of its grommet. Although the components were temporarily reseated, the position sensor was replaced to ensure reliability. The drawer 4-1 position sensor was replaced, and functionality was verified to be normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6-2 failed and was not able to recover the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.